Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited high out of range pacing lead impedance. No patient symptoms were reported and the patient remained stable. The physician elected to continue to monitor the lead.